Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, with the lowest reported glucose of 45 mg/dl and approximately two hours below range; the user awoke to low-glucose alerts, treated with soda, reported recurring lows, removed the ilet, and switched to subcutaneous insulin via pen. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-treatment without professional medical intervention or hospitalization. Investigation included remote troubleshooting and education regarding possible contributors such as late meal announcements and inaccurate meal sizes, confirmation of proper infusion set use and site details, and referral for additional clinical training. Investigation of this case revealed no device malfunction identified and a cause not determined, with user therapy behaviors considered as possible contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear.